Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. In an update received 30 aug 2023, it was reported the patient had a pocket repositioning and ipg replacement. Therapy was restored postoperatively. There were no complications during the surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.